Event description:
It was reported that the patient underwent a spinal procedure at l4/5 for degenerative spondylolisthesis using posterior fixation. The screw at l4 reportedly had come loose. No patient complications were reported. The surgeon is continually monitoring the patient.

Manufacturer narrative:
Implants remain implanted, product return is not possible. No film of applicable imaging studies were returned to the manufacturer for evaluation either. We are unable to determine the cause of the event. However, the suspect devices in use are lot #w05j3871 and w06k1499. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.